Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On the day of the event the patient lost consciousness. No cgm nor blood glucose reading was reported from the moment the patient lost consciousness, but it was reported that the patient experienced hypoglycaemia due to a high amount of insulin administered falsely high cgm reading. The patient was treated by her daughter with glucagon, and further treatment with intravenous glucose was given in the hospital. After treatment, when a fingerstick was taken, the cgm was reading 80 mg/dl and the blood glucose reading was 120 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was provided on 03/20/2024. It was reported that the patient was in the hospital from saturday (B)(6) 2024 until monday (B)(6) 2024 before being discharged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).